Manufacturer narrative:
(B)(6).

Event description:
It was reported the balloon ruptured occurred. The 99% stenosed target lesion was located in a shunt in a mildly tortuous and mildly calcified vein. A 5.0 x 20, 40cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 20 atmospheres for 10 seconds, the balloon ruptured vertically in the center. The device was removed and the procedure was completed with a different device. There were no patient injuries reported and the patient condition was good.